Manufacturer narrative:
A ge service rep performed an on site investigation. The generator and filament drivers were replaced. Also, a filament calibration was conducted. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed an error code message. No reports of pt or staff injury.